Manufacturer narrative:
The delrin ball was found missing in four of the housing and one housing was noticed to have a diminished delrin ball by a manufacturer repair technician during visual inspection. Possible causes for this include wear due to extended use, mechanical damage, or degradation due to extended autoclaving.

Manufacturer narrative:
Delrin ball was found missing and device is placed in parts retention.

Event description:
It was reported that it was found during inspection that the ball of the housings are diminished. At manufacturing facility it was noted that the delrin ball is missing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that it was found during inspection that the ball of the housings are diminished. At manufacturing facility it was noted that the delrin ball is missing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.